Event description:
Complainant alleged that the clinicians were attempting to perform a scheduled cardioversion on a patient (age and gender unknown), but when they attempted to apply the electrodes to the patient, the clinicians observed that there was little or no adhesive on the foam portion of the pads, that would allow the pads to adhere to the patient's skin. The clinicians then obtained another set of electrodes and successfully cardioverted the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.